Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer inadvertently delivered a 25 unit bolus. Reportedly, the customer had accidentally entered 25 units of insulin to be delivered instead of 25 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level subsequently decreased to 45 mg/dl. Customer consumed carbohydrates to address bg. Customer acknowledged the issue was due to user error and pump was performing as intended.